Event description:
Endostitch suturing device kept dropping its needle 3 times. Switched lot#'s and it worked correctly after that. Manufacturer response for absorbable reload, v-loc 180 (per site reporter). Manufacturer provided rga# and product return packaging.